Event description:
It was reported that during a stereotactic breast biopsy procedure, there was an issue with the holster cable in that it is frayed and being held together by tape. No adverse event occurred. Another device was used to complete the case. One device will be returned.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found that the electrical (black) and rotational (blue) cables were frayed. To correct the issue, the analysis site replaced the electrical and rotational cables. Parts replaced that were not part of the customer's complaint were as follows: port shaft, translational cable, rear rotation knob, safety latch and the top frame. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.